Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unspecified side rupture. The device remains implanted.

Event description:
Healthcare professional later reported "sensation of hardness" and capsular contracture, baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "exit of liquid and serous material, burning and exposure of it". Treatment with an anti-inflammatory and antibiotics were given. The device has been explanted.